Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation. A root cause could not be identified. The likely cause of the reported issues is due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited the adjusting ring of the control section is broken, inner main body of the control section is broken, fiber bonding in the outer tube area is damaged and the insertion tube rotation ring is broken. There was no patient involvement.